Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection the tubing was observed separated from the male luer. Dimensional test was performed and the tubing was according to product specification. The reported condition was verified. The cause of the condition was due to improper manual assembly during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the connectors of a clearlink system continu-flo solution set came off. It was further reported that while attempting to initiate normal saline bolus with an unspecified primary tubing, the luer lock end was dislodged. The broken piece was observed prior to fluid administration. There was no patient involvement. No additional information is available.